Event description:
It was stated by the initial reporter that the opacs server restarted over the weekend, and when the system came back up, the system did not see the raid. Once the user restarted the system, the raid worked correctly. After further investigation using the dynamic system analysis logs (dsa logs) and updating bios/firmware and the hard drive, there were no further warnings or errors. No patients were involved in the malfunction, and there is no evidence of patient data loss.

Manufacturer narrative:
There was no patient involved, thus no patient data exists. The ibm server is the device which malfunctioned, however, the server is an accessory to the officepacs system. There is no expiration date for this product. The serial number is not known at this time, but further attempts will be made to obtain this information. This is not an implantable device. Actual device was evaluated in the field. Initial reporter was an it engineer. This was a hardware related issue and was resolved by updating the hard drive and bios/firmware. There is a potential for data loss when a server crashes, however, there was no evidence of data loss with this malfunction. No event occurred. The manufacture date for this device is not known at this time, but further attempts will be made to obtain this information. This is not a single use device. (B)(4)